Event description:
A physician reported observing glistenings. There was no pt impact/harm associated with this report.

Manufacturer narrative:
Reporting of this complaint is based on the establishment of a new two year rule as of , 2006 regarding a previously filed MDR. Due to the establishment of this two year rule, a retrospective review of all similar complaints was conducted. This MDR filing is a result of what retrospective review. Eval summary: the complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. This report was mailed to the FDA on: 05/16/2008.